Event description:
It was reported that during an unknown procedure, the pouch was broken before opening the package. There was no patient involvement. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). External cause. Complaint indicated that the pouch was broken before opening the package. The package was returned for analysis, no individual carton was returned. The package was visually inspected and it was found that the instrument was not snapped into blister detents and was out of position. The staple cartridge had been dislodged from the device and was loose inside the package. The tyvek had a small damage that did not penetrate and was not a hole. The rigid blister was found to be broken and a crack extended on the blister. The damage was near the location of the instrument anvil. The damage occurred after the package was sealed as the cartridge is not packaged loose in the blister and the packages are 100% inspected for the observed defects. Significant impact is required to dislodge the cartridge from the instrument. It is suspected that package was impacted during storage and handling external to the packaging facility causing the damage to the blister and displacement of the cartridge from the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.